Event description:
The hospital reported that during a coronary artery bypass procedure and upon opening the package, the heartstring proximal seal was cracked. A side-biter clamp was used to complete the procedure, since this was the only heartstring proximal seal system they had. Pt effects are reportedly unk. The product was discarded.

Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation. A lot history record review could not be completed for the product, since the correct lot number could not be obtained. A supplemental report will be submitted if add'l info is received. (B)(4).